Manufacturer narrative:
Conclusion: device analysis could not be performed as the delivery catheter system (dcs) was discarded by the implanting facility. However, images were provided for review. A lot history record review of the delivery catheter system (dcs) could not be performed as the lot number was not provided. Additionally, the event description did not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Upon review of the cine films, it was observed that there was resistance and difficulty advancing the system. Difficulty advancing the delivery catheter system (dcs) through the access vessel is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, tortuosity, etc.). In this case, the cine review observed that the vessels appeared to be calcified and torturous, which was the most likely cause of the potential advancement difficulty. The event indicated that the valve was recaptured three times due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Procedural films were received for review. The films confirmed the event description that the valve was recaptured and redeployed several times due to placement. Various factors can affect valve positioning including patient anatomy or physician technique. However, the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: device analysis could not be performed as the evolutr-34 valve with serial number (B)(6) remained implanted. No autopsy was performed. However, images were provided for review. The device history record for the evolutr-34 valve with serial number (B)(6) was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Upon review of the cine films, it was determined that the films confirmed that the valve dislodged; however, the films did not show the multiple repositioning maneuvers of the second system. Potential factors that could influence a valve dislodgement/migration include tension applied on the dcs during positioning, calcification levels, and compliance of the native anatomy and user technique. On review of the cine film, it was observed that there was resistance and difficulty advancing the system. In this case, the cine review observed that the vessels appeared to be calcified and torturous. Therefore, positioning difficulty and patient anatomy most likely play a role on the valve dislodgement / migration. However, a conclusive cause of the valve dislodgment / migration could not be determined with the available evidence provided. Dislodgement events do not typically indicate a device malfunction or a failure to meet manufacturing specifications. This event does not allege a device malfunction occurred. Per the image review, the valve was fully deployed and had migrated aortic; a severe leak was seen; a snare was utilized to snare the valve up; a non-medtronic valve was inserted; and a non-medtronic valve was deployed successfully in the patient. Paravalvular leak/aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the leak was noted after the valve dislodged from position, therefore, this valve may end up in a sub optimal position leading to the leak reported. The evolut instructions for use (IFU) warns the user against using a snare to reposition a deployed valve as follows, "once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery." Complications of this event lead to hemorrhagic and cardiogenic shock and subsequent death. There was no information to suggest a device/valve malfunction or a failure to meet manufacturing specifications was related to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutr-34, serial/lot #: (B)(4), ubd: 2020-06-16, UDI#:(B)(4). Product analysis: the valve was not returned and the delivery catheter system was discarded; therefore, no product analysis can be performed. Product analysis: the products were not returned; therefore, no product analysis can be performed. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant procedure of a patient with calcified femoral and iliac arteries and a moderately calcified native aortic annulus, three attempts were made to deploy a 29 mm bioprosthetic transcatheter valve, but the valve would not anchor; it was recaptured as the implant position was either too high or too low. The delivery catheter system (dcs) and valve were withdrawn from the patient and not used for implant. The non-medtronic guidewire was repositioned and a larger 34mm valve was inserted into the patient. At 80% deployment, angiography confirmed a good position and during full release of the valve angiography showed tension in the second paddle. Approximately 30 seconds after deployment, the 34 mm valve dislodged towards the aorta. Aortic regurgitation was noted and the patient became hemodynamically unstable. A snare was used to hold the valve in place and a non-medtronic valve was inserted, but resistance prevented the valve from passing through the medtronic valve. The snare was released and the non-medtronic valve was implanted. The final angiogram showed mild aortic regurgitation and a dissection of the femoral artery at the access site. A balloon was used and a covered stent was placed. It was reported extravasation was present and the cine road map showed a perforation at the bifurcation profunda/superficial. A cut down procedure and surgical treatment were performed. However, the complications lead to hemorrhagic and cardiogenic shock and subsequent death. It was reported that the annulus measurement was 25.2mm and a pre-implant balloon aortic valvuloplasty was not performed. Additional information was received which indicated that the cause of the hemodynamic deterioration of the patient was most likely multifactorial: multiple repositioning maneuvers of both valves, the high-grade aortic regurgitation which was present after the second valve dislodged which remained until the non-medtronic valve was implanted, and the access site bleeding due to failure of the non-medtronic closure device after successful valve implantation with consecutive need for emergency surgery contributed without any doubt substantially to the hemodynamic deterioration. As reported the advanced age of the patient contributed to the lack of capacity to cope with the hemodynamic change. An autopsy was not performed.